Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon reported via sales rep that during a revision surgery due to recurrent dislocation, he found metallosis and discoloration.

Manufacturer narrative:
An event regarding dislocation involving a 28mm -4 v40 taper vit head and a trident 10° crossfire insert 28 mm ID was reported. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Surgeon reported via sales rep that during a revision surgery due to recurrent dislocation, he found metallosis and discoloration.